Event description:
Event description cpi received information that this downsize plus lead (0095) was removed from service due to oversensing. Also noted during the explant procedure, there was lead erosion at the level of the rib. The lead was replaced with an endotak lead (0125).